Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had stopped feeling stim about a week ago and the patient programmer (pp) showed the implant was on. When they tried turning the stim up the patient got migraines. The hcp later reported they needed a manufacturer representative (rep) because the product was not functioning.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstance that led to no stimulation and migraines included that the stimulation gave the patient a migraine and it was not doing anything different than she had been. The patient turned the stimulation off until the migraine was gone and started off at a low setting until the patient could feel it without giving her another migraine. The patient could not go past 6 on it as it would give her a migraine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.